Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the lead revealed the following: there were no anomalies. Impedances were measured on the returned lead. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that there was high impedance of 21,000 plus on contact 0. There was a lead/extension issue, impedances had been checked using alligator clips, contact 0 showed impedance from 15,000-21,000 and contact 1 was normal. The device was not implanted. The product issue was resolved and the cause of the issue was not determined. The event had occurred during a procedure. The patient was alive with no injury and there were no patient symptoms associated with the event. The patient had not received therapy because it had been a stage 1 procedure. The lead was not used and a new lead was which worked fine. The new lead was placed the week prior to (B)(6) 2014 and the patient would not receive therapy for at least 4 more weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.